Event description:
Alleged info provided per pt in maude event report - (B)(6) 2003 - pt underwent mesh implant for hernia repair procedure. On 2006 - patient alleges the mesh "fell down" and got stuck in their intestines. The pt alleges they are in a great deal of pain, unable to work and barely able to walk.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore, no follow-up can be made. We therefore, consider this report complete to the best of our knowledge.